Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
Patient reported tubing was leaking at the filter, a quarter size amount spilled only on the patient's shorts. The patient had a spill lit and was advised to follow the instructions to clean the spill. Support assisted the patient with powering off the pump and engaging the blue clamp. Current vtbi: 120.9. Medication being infused is unknown. No patient injury reported.